Event description:
Follow up with the physician's office found that it was unknown if the sleep apnea was related to vns. The nurse stated that the clinic notes state they need to treat the patient's sleep apnea and that they will order a bipap. The nurse stated that sleep apnea was first mentioned in notes dated (B)(6) 2010 and that it was stated that the patient could not tolerate CPAP. The nurse stated that this was all the information they had, and no additional information was provided.

Event description:
Clinic notes dated (B)(6) 2013, indicate that the patient has obstructive sleep apnea. Per the notes, the patient has CPAP but is still not using it. An attempt was made for additional information; however, it was unsuccessful. No additional information was provided.